Event description:
It was reported that a ventilator displayed a technical error code indicating an, "internal memory error". There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) replaced the control printed-circuit (pc) board according to the recommendation in the service manual. Successful functional and safety tests were performed before the ventilator was returned to service. The investigation of the complaint is based on an investigation of the returned control (pc) board. No device logs were received. A visual inspection of the returned control pc board showed that the pc boards backup lithium battery was removed (cut loose). In case of a depleted battery, the reported technical error will be raised after a restart. A temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system may also cause the reported technical error. Simulated-use tests in a reference ventilator did not confirm the reported issue. Several pre-use checks passed and simulated-use tests of ventilation ran for 7 days without any problems related to the control pc board encountered. The control pc board was stress tested by exposing components for local mechanical pressure and warming/cooling without provoking any faults. Our conclusion in this matter is, that the returned control pc board functioned according to its specification during the investigation. What caused the reported issue could not be established.

Event description:
Manufacturer reference # : (B)(4).